Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's leadless pacemaker could not be interrogated. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-00043.